Manufacturer narrative:
(B)(4). Concomitant medical products: 195203 - vgxp intlk fmrl rt - unknown. Kne-vanguard xp-tibial trays-unk. Kne-vanguard xp-aug-unk. Kne-vanguard xp-aug-unk. Unknown femoral stem unknown tibial stem.. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product is unavailable by hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01369, 0001825034-2020-01372.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty on an unknown date. Subsequently, the patient was revised for pain due to instability and tibial overhang. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; g4; g7; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by a health care professional. Review found slight extension of the tibial plate medial to the tibial plateau (overhanging) possibly related to oversized tibial component. Alignment and bone quality appear normal with no signs of loosening, wear or radiolucency. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.